Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 7071239.

Event description:
It was reported that the patient had a small area of nonhealing wound in the caudal region with a minimal drainage. Due to potential for infection with the very small persistent wound, bactrim will be continued until this has completely closed. It was also reported that the patient was experiencing inadequate stimulation. The patient underwent a lead explant procedure. The explanted leads were not returned as they were disposed by the medical facility.